Event description:
Customer called to report that the unicel dxc 600 synchron system generated erroneous gamma-glutamyl transferase (ggt) results while using ggt reagent lot #m104216. The customer technical specialist sent customer another ggt reagent lot #m106228, after which customer received normal results. Customer stated that erroneous results were not reported outside the laboratory. Patient treatment was not affected and no one was harmed by the instrument issue. Customer did not save the erroneous patient results; therefore, customer could not provide patient data.

Manufacturer narrative:
Customer used gamma-glutamyl transferase (ggt) reagent lot# m104216 when the erroneous patient results were generated. Customer did not return the reagent lot to beckman coulter, inc. Although the customer technical specialist sent customer ggt reagent lot# m106228, after which normal patient results were generated, the root cause of the issue being reported was not determined; therefore, this report is being filed on the dxc 600 pro instrument, not the reagent. (Note: the beckman coulter, inc. Identifier for this report is (B)(4)). Customer requested new reagent lot.